Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-09769- device 5 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, on (B)(6) 2024, it was reported that the patient experience that the 7-infusion set were fell off during use and the infusion set is long for few hours. No further information available.